Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. In addition, the following reportable malfunctions were identified during the device evaluation: endoscopic image cannot be displayed, scope socket was worn out. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the reported failure intermittent scope and additional malfunction no image displayed was due to worn out scope socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had intermittent connector. The issue was found during inspection for use. There were no reports of patient harm.